Event description:
The pump was explanted to due dehiscence and infection. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The implantable neurostimulator system have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.